Event description:
It was reported that during "surgery in ivra anesthesia, staff inflated first cuff to 80 during IV needle insertion, the second cuff suddenly inflated to over 500 (530). They could not stop this other than removing the hose from the tourniquet. Medtech did investigation on the apparatus, but could not discover anything wrong." There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
During clinical follow up on (B)(6) 2010, for a separate incident on medwatch (MDR# 1526350-2010-00106), it was reported that a second event had occurred in (B)(6) 2009, with this same device. Repair records indicate that the unit was never returned for repairs at that time. This medwatch is being filed on behalf of the (B)(6) 2009 event.